Event description:
It was stated that the customer was hospitalized with a low blood glucose reading of 13 mg/dl. It was stated that the customer was at a restaurant when he experienced low blood glucose. It was also stated that the customer required treatment by the paramedics on another occasion after the hospitalization. The displacement test was performed and the insulin pump passed the test. The customer's wife was unable to continue troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.